Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the vessel shut down and the patient expired. The target lesion was 25-30 mm in length, 70% stenotic and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath and guide catheter to access the lesion. The physician then advanced a csi viperwire guide wire across the lesion and then loaded a csi orbital atherectomy device (oad) onto it. Prior to atherectomy, it was noted that the patient developed red blotches on the chest and neck area. It was confirmed that the patient was having an allergic reaction to the chloroprep pad that was used to prep the introducing site in the femoral artery. The physician continued the procedure and performed one run at low speed for a total of 23 seconds. At this point, the patients status declined and the patient coded. Angiography revealed that the entire lad artery had shut down and had no blood flow. Emergency measures were taken to revive the patient and a temporary pacemaker was utilized, but the patient expired. Additional information has been requested, but none has yet been received.